Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Event description:
It was reported that the helix of the lead would not extend after multiple attempts. The lead was attempted but not used and a new lead implanted. There were no patient complications reported as a result of this event.